Event description:
It was reported that the physician was unable to fully advance the iab into the "thoracic aorta." As a result of this, the iab was removed and replaced. There were no associated pt complication.